Event description:
Procedure performed: bariatric. Event description: at the end of the operation when removing the trocar, it was noticed that a piece of plastic was missing at the tip of the sleeve. This was found and recovered in the patient. Customer wants to return the whole box with the same lot in the box in the box system. From user report, received from bfarm by email on 10jul2020: [translation] upon removal of the trocar it was noticed, that a plastic part of approximately 1x1 cm had broken off of the end of the trocar underneath the cuff. The plastic piece was palpated by the surgeon in the surgical field and was removed. An approximately 1-2mm large piece is missing from the broken off part. Type of intervention: piece found and recovered in the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a missing cannula tip. A fragment was returned for evaluation; however, engineering observed that a piece of the cannula was not returned. Based on the condition of the returned unit and the event description, it is likely that the cannula tip fracture was caused by the forces applied to the tip during insertion and/or during the procedure. It is also possible that the cannula contained a material abnormality, which could have made it more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Section e1 - corrected country from denmark to germany.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bariatric. Event description: at the end of the operation when removing the trocar, it was noticed that a piece of plastic was missing at the tip of the sleeve. This was found and recovered in the patient. Customer wants to return the whole box with the same lot in the box in the box system. Type of intervention: piece found and recovered in the patient. Patient status: no patient injury.